Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited loss of capture. It was noted that the lead had previously exhibited high thresholds. The lead was capped and replaced. No patient symptoms were reported.